Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states they had changed battery and changed the battery in his pump and now it will not turn back on. The customer was assisted with troubleshoot and customer reports display is blank. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment and spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.